Event description:
It was reported that the patient with this right ventricular (rv) lead experienced chest discomfort as chief complaint and presented to the emergency room. The following examination performed, pericardial effusion and pericardial drainage. Based on fluoroscopy during pericardiocentesis and right ventricular angiography, rv lead was oriented towards the free wall of the right ventricle, and that the perforation may have resulted from this positioning. This rv lead was explanted along with the whole system, replaced with a non boston scientific model and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner or outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The field report of perforation or pericardial effusion or cardiac tamponade was identified as known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of perforation, ventricular was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced chest discomfort as chief complaint and presented to the emergency room. The following examination performed, pericardial effusion and pericardial drainage. Based on fluoroscopy during pericardiocentesis and right ventricular angiography, rv lead was oriented towards the free wall of the right ventricle, and that the perforation may have resulted from this positioning. This rv lead was explanted along with the whole system, replaced with a non boston scientific model and will be returned for analysis. No additional adverse patient effects were reported.